Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-nov-09. It was reported that the patient had an overdose in the past, which was considered a sudden change in therapy/symptoms. It was related that the patient was accidentally overdosed and passed out within 3-5 minutes after the fill on (B)(6) 2017. It was stated that they put a three month supply into the patient¿s body instead of in the pump and the patient was sent from the clinic to the hospital. The patient stated that they ¿died¿ two times and were in the hospital for seven days. It took four doctors and four hours to save the patient. The drug at the time was dilaudid and ¿a blood pressure drug¿ that they put in the pump. No further complications were reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) and a healthcare professional (hcp) regarding a patient receiving 50 mcg/ml clonidine at a dose of 8.322 mcg/day and 6 mg/ml dilaudid at a dose of 0.9987 mg/day via an implantable infusion pump for non-malignant pain and chronic low back pain. It was reported that the patient was in the intensive care unit (ICU) on (B)(6) 2017 due to a possible pump malfunction after having a refill the day prior. The patient was taken to the hospital by an ambulance due to altered mental status. The patient was given narcan and it worked temporarily but patient kept going back to being altered. The physician requested the pump be turned off. The rep reported that a magnet was placed over the pump in the morning of (B)(6) 2017 and the pump was heard beeping. The magnet was removed about ten minutes before the pump was checked and the motor stall was seen. A motor stall was seen at initial interrogation and patient had not recently had an MRI. The pump logs showed an active motor stall. The rep stated he was told the patient's symptoms included "aspirin levels were pretty high." The rep reported that the pump may be put to minimum rate mode. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that another physician saw the patient on (B)(6) 2017 and checked the pump for the amount of drug there was in the pump. The physician identified that upon the patient's refill on (B)(6) 2017, the drug went into the pocked instead of the pump. Additional information was received from a manufacturer's representative (rep) on (B)(6)2017. It was reported that after checking the pump volume, it was most likely that the physician who refilled the pump did not and filled the pocket of the pump instead. There was no pump malfunction. The patient being taken to the ICU by ambulance for altered mental status was not due to a device issue. When asked the clarify the "aspirin levels were pretty high" the rep reported that per the nurse in the ICU, the patient's aspirin levels were high due to possibly taking to much orally. The ICU/hospitalization/overdose (narcan) was due to the pocket being filled instead of the pump being filled. The pump was interrogated by the rep to ensure there were no errors. It was unknown what diagnostics were performed related to the overdose (narcan), altered mental status, and "aspirin levels were pretty high". The cause of the pocket fill was not determined, the rep stated there was not a device malfunction. The active motor stall due to placing a magnet over the pump had been resolved. The patient was still in the ICU due to high levels of aspirin found in her blood levels. It was assumed that the patient took too many oral aspirins.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.